Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician made multiple attempts to advance the sheath across the interatrial septum using the dilator and a smaller sheath for dilation, but the sheath could not be advanced successfully. The physician then proceeded with an alternative ablation method (radiofrequency ablation) to treat the atrial fibrillation. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficulty crossing the septum. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of "sheath difficult to cross septum" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician made multiple attempts to advance the sheath across the interatrial septum using the dilator and a smaller sheath for dilation, but the sheath could not be advanced successfully. The physician then proceeded with an alternative ablation method (radiofrequency ablation) to treat the atrial fibrillation. There were no patient complications, and the patient fully recovered.